Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system¿s host computer was unable to boot, thereby preventing a full system startup. Review of the logfile shows malfunction related to host pc startup. Upon troubleshooting, the philips filed service engineer (fse) checked the system onsite and found that the host pc did not power on after pressing the system power button. On further troubleshooting, the fse manually powered on the host pc using the front power button, after which the system became ready. The fse did further investigation which revealed that the cmos battery voltage was low (2.3v). To resolve the issue, the fse replaced the cmos battery. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.